Event description:
It was reported that the patient experienced a high glucose event while connected to the ilet pump, and the patient¿s caregiver administered a 20-unit external insulin injection; the caregiver was then educated to disconnect from the pump and wait at least two hours after any external insulin before reconnecting. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting guidance and user education without alarms or hospitalization. Investigation included technical support assessment and user education on correct operation. Investigation of this case revealed user technique as the contributing factor, with external insulin administration while the pump remained connected leading to improper therapy coordination. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of external insulin without disconnecting the device.